Event description:
It was reported that the procedure was to treat a lesion in the subclavian artery with 50% stenosis, mild calcification and no tortuosity. The emboshield nav 6 embolic protection system (eps) filter was successfully deployed midway down the left internal mammary artery (lima) via radial approach with an omnilink elite stent placed across the subclavian stenosis via common femoral artery (cfa) access. Upon retrieval, the retrieval catheter could not pass into the ostium to meet the filter as the stent was blocking it. The physician made several attempts to balloon dilate the the ostium to pass the catheter, but it couldn¿t avoid the omnilink stent to track into the lima. He also ballooned the implanted omnilink stent to try and drag it backwards to free up the lima access but unsuccessful. The filter was stranded. It was then decided to simply pull the filter back up the lima without the retrieval catheter by pulling back on the barewire. The filter moved without difficulty, and met with the retrieval catheter at the subclavian-lima junction where it collapsed and was withdrawn easily. However, the lima ruptured during angiogram check and a cardiologist and vascular surgical support managed to control the bleeding by using a covered stent bailout to re-line the lima after an hour or so. The physician was not sure what caused the rupture although the repeated ballooning to try to create a path past the omnilink was far from ideal. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional vascular device referenced is being filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The reported patient effect of perforation is listed in the emboshield nav6 instruction for use (IFU), as a known possible adverse event that may be associated with the use of the device. The investigation determined that the reported failure to advance appears to be related to circumstances of the procedure. Based on the reported information the failure to advance was due to interaction with the newly placed omnilink elite stent. A definitive cause for the perforation resulting in unexpected medical intervention and delay in treatment, and relationship to the device, if any, could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.